Manufacturer narrative:
A review of the manufacturing records establishes that this lot of set screw was manufactured, inspected and released to distribution with out any nonconformances. Spinefrontier investigation into this matter establishes the root cause of the occurrence was directly related to aligning the set screw. The surgical technique includes adequate instructions on set screw alignment and actions to take if the set screws does not advance with minimal resistance. The surgeon placing the device has several years of experience implanting this device and has completed numerous successful surgeries without complications. Factors relating to patient anatomy may have contributed to the reported occurrence. Spinefrotier is considering this incident closed without the need for any additional actions.

Event description:
Spinefrontier sales representative reported that the surgeon encountered dificulty advancing the set screw into the tulip during initial placement. The set screw got cross threaded during the process and had to be replaced. This was the first of two set screw cross threading occurrence during this case. The second occurrence was reported under MDR 3005977257-2019-00005.